Event description:
Patient was to undergo video swallow procedure in radiology department. X-ray table was moved to upright position with footrest in position for patient to sit. Two healthcare professionals tested. Lock on foot rest by bearing weight on it. It was secure. When patient moved to lateral seated position, left side of foot rest let loose and patient fell to floor. Patient x-rayed and examined in emergency deptdx: low back strain.